Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain explant date and patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-03711. It was reported that ipg was protruding from the skin and patient experienced pain at ipg site. As a result, patient underwent surgical intervention wherein the ipg was explanted on unknown date. It is not known which ipg is liable, so both are being reported.